Event description:
It was reported that eight months after filter implant, it was identified that several filters limbs perforated the wall of the vena cava. Reportedly, the filter and a stent graft were implanted as a result of a vascular injury and compression that occurred during a spinal fusion procedure. Eight months later, the physician who implanted the filter, attempted retrieval, but was unsuccessful. Reportedly, the retrieval attempt resulted in filter displacement and malposition. Two days later, the pt experienced abdominal pain. A CT scan demonstrated several filter limbs extending 8mm outside of the cava wall, reportedly reaching the aorta, the duodenum, and vertebral periosteum. There was no leakage of contrast media. Five days later, the filter was successfully, retrieved by another physician.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. The device was not returned. Images were not provided. The complaint investigation is inconclusive and the definitive root cause is unk. The current IFU (instructions for use) states: warnings/potential complications - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivc's with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the remain permanently implanted.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged filter tilt, perforation of the ivc and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Potential complications: perforation or other acute or chronic damage of the ivc wall; filter tilt; filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eight months after filter implant, it was identified that several filter limbs perforated the wall of the vena cava. Reportedly, the filter and a stent graft were implanted as a result of a vascular injury and compression that occurred during a spinal fusion procedure. Eight months later, the physician who implanted the filter attempted retrieval, but was unsuccessful. Reportedly, the retrieval attempt resulted in filter displacement and malposition. Two days later, the patient experienced abdominal pain. A CT scan demonstrated several filter limbs extending 8mm outside of the cava wall, reportedly reaching the aorta, the duodenum, and vertebral periosteum. There was no leakage of contrast media. Five days later, the filter was successfully retrieved by another physician. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with vena cava was cut during back surgery. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc ,struts perforated and device was unable to be retrieved. The device has been removed percutaneously after an unsuccessful attempted percutaneous removal procedure .the current status of the patient is unknown.

Manufacturer narrative:
Initial report and supplements 1 are attached to the current supplement for FDA reference. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged filter tilt, filter limb perforation of the ivc and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that eight months after filter implant, it was identified that several filter limbs perforated the wall of the vena cava. Reportedly, the filter and a stent graft were implanted as a result of a vascular injury and compression that occurred during a spinal fusion procedure. Eight months later, the physician who implanted the filter attempted retrieval, but was unsuccessful. Reportedly, the retrieval attempt resulted in filter displacement and malposition. Two days later, the patient experienced abdominal pain. A CT scan demonstrated several filter limbs extending 8mm outside of the cava wall, reportedly reaching the aorta, the duodenum, and vertebral periosteum. There was no leakage of contrast media. Five days later, the filter was successfully retrieved by another physician. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with vena cava was cut during back surgery. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc; struts perforated. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.